Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had not been registered yet and was implanted on (B)(6) 2016. There was difficulty recharging. The patient was seen two days post-operative and they were not able to get any bars, there were coupling issues. It was assumed it was because the patient had some swelling and told them to call them if they continued to have issues. The patient called the rep this week and met with them at their health care professional (hcp) office. The rep was not able to get any bars, even after turning antenna dial. An x-ray was done and the hcp felt that the implantable neurostimulator (ins) was tilted in the abdomen and not laying flat. The patient was seen on the day of the report by their hcp who could feel ins and indicated that if the patient felt that they should be able to get bars. The hcp wanted the patient to get a new recharger and was not planning to do a revision at this time. It was noted that the patient left the office before anyone from the manufacturer could see them. The rep was going to call the patient and have them try laying down and try turning antenna dial to see if they could get any additional bars. The rep always has patients use the spacer that comes with the recharger. If unable to resolve the issues, the rep was going to have patient call patient services for new recharger and if that did not resolve the issue, the rep was going to plan to see patient on (B)(6). It was reviewed that the patient may have a hard time getting recharger replaced and if so, they rep could try finding a demo recharger to try on the patient to confirm the recharger was not the issue. If nothing could resolve the issue the hcp would have to communicate with another hcp about revision. The event was noted to be ¿like two days post-op¿. Other relevant medical history includes non-malignant pain.

Event description:
Additional information received from the manufacturing representative indicated that the patient was able to get 2 coupling bars with the replacement recharger. The patient was able to get 4 coupling bars if they pushed hard, but that caused pain. It was noted that the patient also had to be lying down to get any coupling bars. The patient's physician was scheduling a revision of the pocket in a few weeks. No exact date was given yet.

Event description:
Additional information was received from the patient. It was reported that the patient felt that her ins was popping up and out and it was getting more painful every day since implant. The ins was being tilted was confirmed when a rep checked the ins on (B)(6) 2016. The patient could not recharge the ins since implant due to the poor coupling. It was noted that this was reported to the rep on (B)(6) 2016. It was noted that this was a gradual change in symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.